Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon rupture occurred at 6atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.